Event description:
Patient reported that her catheter was obstructed and she was hospitalized for four days. She had surgery on the third of november. She will continue dialysis and humira. Patient reported that she is currently recovering at home. No additional information noted. Patient does not consent to be contacted.